Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery. After advancement of the balloon catheter to the lesion, an attempt was made to inflate the balloon; however, it would not inflate at all and a leak was noted at the hub. After retraction of the device from the anatomy, the hub of the device was observed to be cracked. A new 2.5x15 mm trek balloon was used successfully to complete the procedure. There was no clinically significant delay in the procedure, or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.